Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 500 mg/dl. The customer administered an injection of insulin. As the customer changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.